Event description:
It was reported that a patient using the ilet bionic pancreas for approximately two weeks experienced frequent postprandial hypoglycemia occurring about three to four hours after meal announcements, with reports of wide glucose fluctuations; the patient disclosed overtreating lows, and prior target adjustments did not resolve the issue, while education was provided to announce meals based on carbohydrate content rather than meal size. Symptoms included low and high glucose readings. Outcomes included troubleshooting and education completed. Investigation included review of reported glucose trends and patient-reported use patterns. Investigation of this case revealed that the cause of hypoglycemia remained unclear, with contributing factors likely related to user technique in meal announcements and overtreatment of hypoglycemia; no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.